Event description:
The manufacturer received information alleging headaches to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged headache an issue related to a CPAP device's. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown black particles and potential hair/fiber contamination, inconsistent with degraded sound abatement foam, on the top enclosure and bottom closure. Slight black contamination, consistent with keratin, at the air outlet of the blower box. Black specks of contamination, inconsistent with degraded sound abatement foam, on the rear panel. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Section d5 (operator of device) was missed to capture in initial report and updated in this report. Sections d8, d9, h2, h3, h6 has been updated in this report.